Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture thresholds and after a few attempts to place the lead the helix would no longer extend. Therefore, the physician elected to replace the rv lead with another and it was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
Correction - g2 report source - foreign should have been selected. Analysis: the reported events were high capture threshold and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of high capture threshold was not confirmed. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil overtorqued at the connector region consistent with procedural damage. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorque of the inner coil.